Event description:
The customer was taken to the emergency room due to dka. Mother mentioned that the customer noticed a leak at infusion set. A day later the customer's mother called back and stated that the customer continuously is having problem with high glucose level. It was also stated that the cannula was bent, and the pump did not warn the customer.